Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with inappropriate shocks. Multiple episodes of non-sustained rv oversensing, vf, and a single non-sustained vf were noted due to possible noise. No electrical anomalies were noted. Lead damage is suspected. The lead replacement was suggested.

Manufacturer narrative:
Please retract this 2938836-2015-27430 as there is no complaint on this device. This event was previously reported on 3010215456-2015-33096 under the correct serial number (B)(4).